Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial # (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 13-jul-2022, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid and bupivacaine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated that her communicator was not charging. The patient stated that they had missed about 4 boluses because it wouldn't charge. The agent asked the patient if there was any visible damage to the cord and the patient stated no. The issue was not resolved through troubleshooting. The patient insisted the charging cord was the issue. The agent reviewed the type of cord they would need. The agent sent a request to repair to replace the charging cord. Additional information received indicated that the patient called back stating they received the replacement charging cord from this case but, the patient thought the issue was the communicator itself. The patient stated the communicator was still not charging. The patient stated it was springy when you pushed the charging cord in. The patient stated they had been without a bolus for 5 days and they notice a big difference in their pain. The agent sent a request to repair to replace the communicator.

Event description:
Additional information was received from the patient who reported that the charging port connection was damaged inside. The charging cord would not lay flush against the communicator, it would ¿spring back out¿. The patient was sent a new charging cord; it made no difference. The patient was sent a new communicator and that was the problem, it worked fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.